Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. On (B)(6) 2015 the patient was administered intra venous antibiotics and subsequently underwent revision surgery to excise the excess tissue and remove the abutment. The incision was sutured closed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.